Event description:
It was reported that the patient's right ventricular lead exhibited increased capture threshold and decreased r-wave amplitudes. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of unacceptable threshold and r- wave amp variation was not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. Final analysis did not find any anomalies with the exception of procedural damage.